Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Response received: the patient was (B)(6) years old, and suffering from crohn¿s disease. Due to crohn¿s disease the surgeon used a large size (33) because these patients always suffer from stricture after an eea is used. The device was in the middle of the green range when fired, but not closed down tightly. Audible & tactile feedback was received by the resident who was firing under the surgeon¿s tutorial. The donuts were intact and perfect, but the staple legs remained completely open, probably never touching the anvil. The patient has a temporary colostomy, and the surgeon is bringing her back after a few months for colostomy reversal. He has to wait for her inflammation to reduce.

Event description:
It was reported that during a low anterior resection procedure on a pediatric patient none of the staples formed; no curve at all. Procedure was completed by performing a colostomy.

Manufacturer narrative:
(B)(4). Batch # l51830. The analysis results found that the ecs33a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.